Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was observed to have a damaged conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event was found after reprocessing. The fbf instrument was inspected but that it was wet prior to reprocessing and damage could not be confirmed. No additional information was available to be provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The fbf instrument was analyzed and found the conductor wire dislodged from its normal position. It was dislodged at the grip crimp location. The wire insulation was exposed but not damaged. The instrument grips were manually manipulated and the instrument passed electric continuity test and delivered energy with signs of arcing. Further inspection found thermal damage at the yaw pulley, at the grip crimp location inside of the hole. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by the intuitive surgical, inc. (Isi) failure analysis engineer. The conductor wire was broken and has come out of its place in the weld of the yaw pulley.